Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that when the patient attempted to remove the linkassist plus, after inserting the infusion set, a part of the cannula housing has separated and the soft cannula slipped out of the patient's skin. The caller alleged this has occurred with 5 infusion sets from the same box. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.